Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip (4122u116) referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report the leaflet flail that occurred during the grasping attempts with the clip delivery system (cds 41223u148), which is considered a serious injury to the patient. It was reported that the initial mitraclip procedure was performed on 04/10/2015 to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip (41223u116) was implanted and the mr was reduced to 1. A few hours after the procedure, echocardiogram revealed an increased mr of 4 and found that the clip was still secure, but more mobile on the anterior leaflet. On (B)(6) 2015, a second mitraclip procedure was performed for treatment of the increased mr. During the second procedure, it was confirmed that the clip was still closed on the leaflets. Maximum zoom on fluoroscopy showed the presence of the anterior gripper. The posterior gripper was not visible on imaging and the physicians believed that the anterior gripper embolized after the procedure. One clip (41223u149) was implanted and the mr was still 4. Another cds (41223u148) was advanced to the mitral leaflets. Grasping was difficult due to the anatomy and a small leaflet flail occurred due to the grasping attempts. After the clip was deployed, the mr remained at 4 due to shifting jets; however, the flail was treated when the clip was implanted. The patient is clinically stable and remained hospitalized for monitoring. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported tissue damage and unchanged mitral regurgitation (mr) appear to be related to procedural circumstances. It should be noted that while there was no change in mr post-procedure, the patient effects of mr and mitral valve injury are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.